Manufacturer narrative:
Siemens filed the initial MDR 2247117-2020-00062 on 13-nov-2020. Additional information (04-dec-2020): siemens investigated the event and confirmed that the following services were performed by the customer service engineer (cse): preventative maintenance (pm), decontamination of the instrument, and replaced the sample and reagent valves and the sample manifold. The cse confirmed that the immulite 2000 xpi was operational post-service visits. Siemens completed the investigation and concluded that the cause of falsely elevated human chorionic gonadotropin (hcg) results is unknown. Siemens cannot rule out pre-analytical factors or a sample issue as the potential cause of the event. The system is performing according to specifications. No further evaluation of the device was required. Section h6 was updated to reflect new adverse event problem codes. MDR 2247117-2020-00049_s2 was filed for the same event.

Manufacturer narrative:
Siemens dispatched a siemens customer service engineer (cse) to the customer site. The cse serviced the immulite 2000 xpi instrument and replaced the sample manifold. The engineer performed a reproducibility test and noted no issues. The engineer performed additional inspections including a decontamination and observed a contamination substance in the waste trap and dilution well. The engineer completed maintenances and was informed that waste tube cleaning is part of the customer's scheduled maintenance. The engineer was following up with the customer and informed that there is no recurrence of the event. MDR 2247117-2020-00049_s1 was filed for the same event. Siemens is investigating the event.

Event description:
The customer obtained a discordant falsely elevated human chorionic gonadotropin (hcg) result on a patient sample on an immulite 2000 xpi instrument. The customer used the same sample and instrument to perform repeat testing and the results were consistently lower than the discordant result. There are no reports of patient intervention or adverse health consequences due to the falsely elevated hcg result.